Event description:
Allegedly, whilst walking the patient's leg gave way. It is alleged that the neck broke at this point.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.